Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 145 mg/dl. The customer stated that the numbers kept scrolling during a bolus. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer bypass the troubleshoot for high blood glucose.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics and motor noted. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump received with cracked case at display window corners, broken belt clip slot and broken reservoir tube lip.